Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the retainer ring was chipped. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and faded serial number label. The p-cap does lock properly. (B)(4).